Manufacturer narrative:
No prod was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info rec'd, the cause of the reported incident could not be conclusively determined. The angio-seal instruction for use (IFU) state that if collagen deposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device instruction for use (IFU) caution, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device pt's info guide, which the pt is instructed to carry with them for 90 days state: some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced the pt is to contact their physician immediately at the number listed on their pt info card; fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity with ambulating, rash, wound drainage, or any other unusual symptoms. The following dates are estimated. Only month/yr is known.

Event description:
It was reported that an 6f angio-seal vip vascular closure device was deployed post angiogram. Several days alter (exact date unk), the pt complained of leg pain. The pt was brought back to the cath lab seven days after the initial angiogram. A catheter was inserted through the left common femoral artery and claudication was noted at the popliteal artery. The pt was taken to surgery the next day and surgery was performed on the right leg. The angio-seal collagen, suture and anchor were removed from the artery as well as the clots in the popliteal artery. The pt was discharged from the hosp 3 days later and was reported to be in stable condition.